Event description:
The pt was implanted with vented electric left ventricular assist device (lvad). Info was provided to the manufacturer that due to pump noise and the vent filter analysis a decision was made to exchange the pt's lvad with another lvad.

Manufacturer narrative:
The device was returned to the manufacturer for eval. Functional testing of the pump under normal operating conditions revealed that the pump was operating with higher than normal pump power consumption. Visual inspection of the pump assembly revealed extensive wear that occurred to the internal components of the lower main bearing which appeared to contribute to significant rotor drag, and the high pump power consumption resulting in the reported event. Bearing issues are currently being address through the manufacturer's design change system. No further info is available. The manufacturer is closing its file on this event.